Manufacturer narrative:
The regent lot number was 702150. The expiration date was requested but was not provided. The field service engineer found the reagent probe was clogged which he unclogged. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable tg results from the cobas e 801 module. The samples were repeated on another cobas e801. One example was an initial result was 0.5 ng/ml and a repeat result was 7.03 ng/ml. The repeat result was believed correct.